Event description:
A power source alert was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging, with plans to follow up if the problem persisted.